Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. The lens was exchanged for a longer length lens, and the problem was resolved.